Event description:
Patient reported right side swelling, tenderness, "thin peri-implant fluid collection tracking along the medial and inferior margins", and "capsular enhancement and effusion is non-specific. It may represent changes of capsulitis or breast implant related alcl"; MRI and ultrasound performed. Additional events of "fibrous capsule with chronic inflammatory changes", "moderate chronic inflammatory cell infiltrate including histiocytes, lymphocytes, plasma cells eosinophils" and "multinucleated giant cells associated with foreign body material". Biomarkers confirming the reported alcl have not been reported or confirmed. The device has been explanted.

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, corrected and/or changed data: b.5, b.6, d.6b, g.2, h.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Previous medwatch submission noted lymphoma - alcl - suspected. Upon further information, allergan has determined that the event of lymphoma - alcl - suspected did not occur.

Event description:
Patient reported right side swelling, tenderness, "thin peri-implant fluid collection tracking along the medial and inferior margins", and "capsular enhancement and effusion is non-specific. It may represent changes of capsulitis or breast implant related alcl"; MRI and ultrasound performed. Biomarkers confirming the reported alcl have not been reported or confirmed. The device remains implanted

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of lymphoma - alcl - suspected and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: lymphoma - alcl - suspected; peri-implant fluid collection.